Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they just received their two year anniversary card. The patient stated that their device quit working on (B)(6) 2016. The patient stood up and felt the whole thing turned off, they went to their health care professional (hcp) on (B)(6) and the manufacturer representative (rep) was there. It was determined that the device showed end of service (eos). There was an allegation/dissatisfaction with the implantable neurostimulator (ins) longevity. The hcp office gave them paper saying that the total life hours used was 17,295. The patient was considering a rechargeable ins. There was a loss of stimulation, the changes in therapy/symptoms were considered sudden. The patient stopped feeling stimulation on (B)(6) 2016, and the eos was confirmed on (B)(6) 2015. It was also asked if the patient could leave the same lead when they replace the ins battery. Other relevant medical history includes spinal pain and failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the patient. It was reported that the patient was waiting for a pre-surgery doctor appointment at a different hospital. The replacement had not been scheduled. The patient did not have anyone to drive her to her managing physician's hospital so the patient needed a closer hospital. It was noted that it was the same group of doctors, just a different hospital. As of (B)(6) 2016, it had been three weeks since it stopped and the patient was in tremendous pain.